Manufacturer narrative:
On (B)(6) 2017, a field service engineer (fse) was dispatched to the site for intervention/repair. They bleached the wash and diluent lines, and ran 0.1 normality hydrochloride (0.1n hcl) through the substrate lines. The p/d table temperature was adjusted from approximately 40 degrees celsius to 37 degrees celsius. Troponin lot 55 was recalibrated and the quality controls(qci) were ran and within range. The aia-2000 was functioning as intended. No further action required from field service. The probable cause of the event was fault or failure of the detector. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer contacted technical support (ts) to report high controls for level 1using biorad (br) 2320 and troponin lot 55 after receiving preventative maintenance (pm) on the aia-2000. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event over the phone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.